Event description:
The customer reported "boot and then switch off, you want to wait before you can re-boot." There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported "boot and then switch off, you want to wait before you can re-boot." There was no reported pt involvement. The device was evaluated by philips. The symptom was confirmed and clarified as an intermittent failure to power up. The issue was localized to the energy select switch. The energy select switch was replaced to resolve the issue. No further communication was requested and none is warranted. A field charge order (fco) was implemented, (B)(4) for the heartstart xl. The FDA was notified of this (B)(4) 2009. This device is within the (B)(4) serial number range. We are considering this a malfunction of the energy select switch assembly.